Manufacturer narrative:
Investigation: samples received: no samples available. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 3,564 units of this code-batch. There are no units in our stock. According to the information received, there are no samples available at this time due to coronavirus situation. The analysis of the complaint is done without samples and if samples are received in the future we will re-open the case. Without samples nor units in b. Braun surgical's warehouse stock, we have only be able to conduct a review of the batch manufacturing record of this product. This batch had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990090. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the suture thread breaks. The reporter indicated that since the hospital began to use this batch of sutures, there have been frequent breaks, sometimes in the process of suturing, sometimes when the suturing is completed and the knot is tied, which has been more than one month. All used samples have been discarded by the hospital, and only unused samples of the same batch can be returned. No harm to patient.